Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a coronary arteriography interventional procedure using an 8f sheath. Reportedly, the sutures were not released [cuff miss]. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was initially reported that the device would be returned for analysis; however, the device as not returned.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss was confirmed. There was a break and smash noted at the trigger boss area. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The observed damages likely indicate that the device was deployed out of proper sequence. In this case, the plunger was depressed (step 2) prior to deploying the foot (step 1). Depression of the plunger prior to deploying the foot would directly contribute to the observed damages to the trigger boss due to interactions with internal components. The anterior needle was observed to be engaged with the anterior cuff which suggests that the user deployed the foot and depressed the plunger a second time. The posterior needle tip did not engage with the posterior cuff which resulted in the cuff damage and the reported suture retrieval issue. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.